Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-2157 and FDA-2014-n-0736-2349, awareness date 28-oct-2015 and 05-nov-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2013. Additional information received on 18-nov-2015. Consumer stated at her follow up x-ray (hysterosalpingogram) three months later essure insertion procedure, it was discovered that one of the essure coils had migrated out of her tube and embedded in the muscle tissue of her uterine wall. Shortly thereafter, she began experiencing frequent pelvic pain which by (B)(6) 2014 had become severe and chronic. She ultimately had to undergo a hysterectomy and bilateral salpingectomy in (B)(6) 2015, at the age of (B)(6). Prior to receiving essure, she was a healthy young woman with no prior gynecological or other health issues. During the 16 months essure was inside her body, she suffered from 3 separate outbreaks of shingles and now experience long term nerve pain as a result. She had never experienced shingles prior to receiving essure, and has not had an outbreak since having essure removed. It was her belief that the intentional, chronic inflammation caused by the essure coils put her in an immuno-compromised state, resulting in the multiple shingles outbreaks. Product technical complaint (ptc) investigation result received on 18-nov-2015: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar cases is not applicable. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and her 3-month hysterosalpingogram revealed one of the essure coils had migrated out of her tube and was embedded in the muscle tissue of her uterine wall. She was submitted to a hysterectomy with bilateral salpingectomy (approximately 1.5 years after device insertion). This event is listed according to essure's reference safety information. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes; this movement could be an expulsion (into uterus or out of the body), dislocation (distal fallopian tube or peritoneal cavity) or occur as a result of a uterine perforation during insertion. In this case, considering events nature and its positive temporal relationship with essure insertion; causality with the suspect device cannot be excluded. In addition non-serious events were reported. This case was regarded as incident, since device removal was required (hysterectomy and salpingectomy performed). Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs